Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer on several troubleshooting steps, including disconnecting the tubing, adjusting the t:lock, and delivering boluses. Reportedly, the customer changed supplies and continued to use the pump for insulin therapy.